Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient they were sick. The patient reported that they fell down in the snow about two weeks prior to the call and that they were in pain and were uncomfortable. The patient reported that they were in so much that they did not feel "the machine." The patient went to their doctor¿s office and were told that they were in pain because their ¿charger¿ was off. The patient reported that they put batteries into it for them. No further complications are anticipated.